Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluations complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device was used in a laparoscopy procedure and the site contact was not able to provide additional details regarding the device or incident. The dissector was returned to covidien in a fractured state and the broken piece was returned with the device.